Manufacturer narrative:
Corrected fields: g2, adding health professional, information was inadvertently not included on the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation could not be identified because the device was not returned. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Olympus technical assistance center (tac) assisted the customer and had them to reseat the light source cables, but the issue persisted. The customer also tried the scopes in a different room but with the same outcome. Tac advised the customer that the issue is mostly likely with the scope. The customer stated they will mark the scopes with issues and send them in as needed for repair. The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii video system center displayed error e316 (connection disabled), and error b30 (scope communication error). There were no reports of patient harm or impact associated with the reported event.